Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the device was constantly 'beeping'. When a pt service rep (psr) visited the pt to troubleshoot, the psr reported that the electrode belt connector was damaged and would not connect with the monitor. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (beeping/damaged connector) has been confirmed. Upon eval, the pins in the electrode belt trunk cable connector were bent. The cause of the alleged beeping and inability to connect to a monitor is the bent trunk connector pins. The root cause of the bent pins cannot be positively identified but is likely excessive force when mating the belt with the monitor while the pins were misaligned. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.